Manufacturer narrative:
In section b2, "other serious or important medical events" has been deselected after being inadvertently selected in initial report. A correction has been made on the medical device problem code form 1227 to 1225 after user's event decription shows that it a faslse negative was obtained from the test.

Event description:
User reported false negative result. Symptomatic. Positive rapid test same day. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion.